Event description:
Surgeon deployed the fast-fix 360 curved t1 successfully. Surgeon was struggling to get the needle into the meniscus in order to get a good placement but t2 came off the needle without the surgeon even trying to deploy it. We think it must have rubbed off on head the femur maybe it was too exposed in the joint, while the surgeon tried to get it placed in the meniscus. We opened a different device, fast-fix straight, and the surgeon deployed t1 successfully. Surgeon was struggling to get the needle into the meniscus in order to get a good placement again, but t2 came off the needle when the surgeon tried to deploy it. He used a duckbill and grasper to resection the suture device out of the patient¿s meniscus.

Manufacturer narrative:
Evaluation, method, result - product not returned for evaluation. (B)(4).